Event description:
It was reported that insulin gauge on pump displayed an amount different than expected, with caller initially seeing a much lower fill estimate than anticipated. There was no reported adverse impact to the customer¿s blood glucose level. Caller confirmed proper cartridge handling steps, reloaded same cartridge with guidance from technical support, and then delivered disconnected test bolus as instructed, after which displayed fill estimate closely matched expected amount and issue was resolved.